Manufacturer narrative:
Results: bends were present along the length of the pusher assembly. The pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had an offset coil wind on its proximal end. Conclusions: evaluation of the returned smart coil revealed minor offset coil winds on the proximal end of the embolization coil. If the device is advanced against resistance, damage such as this may occur. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of resistance experienced during the procedure could not be determined. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without an issue. The reported complaint could not be confirmed. Further evaluation revealed bends along the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic accessory artery using penumbra smart coils (smart coils), non-penumbra coils and a non-penumbra microcatheter. It was reported that the patient anatomy was slightly tortuous. During the procedure, the physician successfully placed one smart coil and three non-penumbra coils into the target vessel using the microcatheter. Then, while attempting to advance a smart coil, the physician experienced resistance and the smart coil would not advance within its introducer sheath; therefore, it was removed. The physician then attempted to advance the same smart coil in saline; however, the same issue occurred, therefore the smart coil was not used. The procedure was completed using two additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.